Event description:
According to the report I received on (B)(6) 2012, the "guide wire knotted itself while accessing vessel during PICC line insertion. Nothing happened to pt. It was merely just a malfunction of the micro access kit wire." Per medwatch per the md, attempts were made to place a PICC in the basilic vein although there was difficulty with the 0.08 inch wire becoming unwound in the vein with a slight knot at the end. This was removed carefully under fluoroscopic guidance without difficulty. The only intervention required was the need to insert the PICC at a different site. The plan of care did not changed.

Manufacturer narrative:
The complaint of a knotted flexura guidewire is confirmed. As evidenced by the sample returned it appears the guidewire has been damaged through use. The complaint sample received shows a knot in the wire that is located at the distal tip. The outer coil wire is stretched and elongated. The center coil wire is received protruding through the outer coils. A blood residue is observed encapsulating the knot in the wire that is located at the distal tip. No manufacturing defects were noted on the wire or the catheter. The complaint incident cannot be replicated in the laboratory setting. At this time the mechanism of damage is undetermined. A lot history review (lhr) of rewe0456 showed no other similar product complaint(s) from this lot number.